Event description:
The customer reported that the device did not produce sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and it was reported the monitor appeared to have been dropped and the sound now does not work. The rse provided the customer a quote for bench repair to replace the loudspeaker assembly; however, the customer never responded, and the case was closed. No further investigation or action is warranted at this time.